Event description:
During the device evaluation, the rigid video laparoscope was found to have a cracked lens and connector, a bent outer tube, and a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunctions cracked lens and connector, a bent outer tube, and a blurry image was traced to be component failure like fracture and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.